Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device found a fully slit, but damaged sheath with the deployed clip captured in the distal end of the sheath. The garage tube leaves and pusher tube finders were bowed and damaged. The detected damage to the sheath and captured clip confirmed the reported event. The bowed garage tube leaves are consistent with radial force constriction on the sheath, which may cause the bowed garage tube leaves to cut into the sheath as the delivery tubeset is deployed, damaging the delivery tube components in the process. The torn sheath material may then capture the clip as the clip is deployed off the distal end of the device. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Based on the investigation findings, there was no detected manufacturing or quality issue with the returned. The cause for the reported event is undetermined. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a nurse trained in the use of the starclose se attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the sheath did not split correctly and the clip was deployed in the tip of the sheath. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.